Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a right side deflation. The device remains implanted.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ deflation/ valve leak and/or damage/port leak and/or damage: not observed opening. Additional observations: ¿ crease flat observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare provider reported a right side deflation. Healthcare provider also noted for the valve area "hole in valve". The device has been explanted.

Event description:
Healthcare professional reported valve leak and/or damage. The device has been explanted.